Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.

Event description:
It was reported the platform prompted "system error" when switched on. Issue occurred while the user was testing the sys. It is unk whether the message could be cleared. No other info was provided. There was no adverse pt sequela reported.